Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the mildly calcified and mildly tortuous mid left anterior descending (lad) artery. A 3.5 6f non-bsc guide catheter and a 0.014¿ x175cm non-bsc guide wire were advanced to the lesion. Pre-dilatation was performed with a 2x9mm maverick balloon catheter. A 2.50x28mm promus element ¿ stent was selected to treat the target lesion. The stent was implanted to the target lesion. Post dilatation was then performed using a 2.75x16mm quantum maverick balloon catheter to optimized the stent in proximal part. The physician noticed that the stent strut was broken on the proximal part of the stent . The procedure was completed with the implant of a 2.75x12 promus element stent to cover the damaged stent. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).